Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verioiq meter was displaying inaccurately low readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 8:30am she had symptoms of feeling ¿sweaty and thirsty¿ which she associated with high blood glucose. The patient reported immediately testing on the subject meter and obtained a reading of ¿13.5mmol/l¿ which she believed to be inaccurate compared to how she was feeling, therefore tested on a onetouch ultra2 meter and obtained a reading of ¿21.5mmol/l¿. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <30% or 1.7mmol/l obtained within 30 minutes. The patient reported around the same time, she called her doctor, and was advised to ¿watch sugar levels and test every 2-3 hours. If the readings are still high, go to the hospital.¿ the patient reported she takes a combination of insulin and pills to manage her diabetes including metformin, humalog and lantus insulin. At the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing. However no test strips were available at the time of the call. Replacement products were sent to the patient. There is no indication the subject meter caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the alleged injury, and there was no delay in treatment. In addition there is no indication the patient¿s symptoms worsened since she did not report receiving intervention for an acute complication of diabetes from a health care professional. However, this complaint is being reported because, the patient made a meter vs. Another meter comparison which meets lfs¿ criteria for accuracy reporting.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.